Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had blood glucose levels over 600 mg/dl from (B)(6) 2013. The reporter indicated that the patient was taken to the hospital with blood glucose of 583 mg/dl with large ketones, stomach ache, dehydration, weakness, and weight loss. The reporter indicated that the patient had changes to eating and sleeping habits due to being off from school. When the pump was reviewed, there were several boluses that appeared to be missing in the history and the pump prime history indicated that either the pump was not primed appropriately or the site was not changed properly; the reporter indicated that the patient was under the care of babysitters and family members intermittently during that time. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to use error issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.